Manufacturer narrative:
If add'l info becomes available, then it will be submitted in a supplemental report.

Event description:
It was reported that: "pt called to state he had a bilateral hip replacement in (B)(6) 1996. Since this time, he has experienced pain in his right hip. He would like to know if the implants he received were ever subject to a recall. The pt was asked to reply with the specific catalog # and lot codes of his implants. He plans to request a copy of his medical records from the hospital for special surgery."